Manufacturer narrative:
The customer returned the device to olympus for evaluation. The customers allegation of the no image issue was confirmed. There was excessive image guide breakage and the red crack causing the image issue. The following additional events were reported and are as follows: (a.) Leakage was noted at the biopsy channel and forceps channel and (b) and the angulation was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope displayed no image. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however the issue was possibly the result of an observed image guide crack and damage. Olympus will continue to monitor field performance for this device.